Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked at the connection between the drip chamber and tubing. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into the drip chamber is not according to specification. Additional priming was performed at the set with a sterile water which revealed a leak in the same area. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.